Event description:
A report was received that the patient attended the clinic for routine programming on(B)(6) 2019 and noted that she had experienced loss of stimulation two weeks prior. An x-ray was taken and confirmed the patient had lead migration. The patient underwent a revision procedure on (B)(6) 2019. The physician excised and exposed the paddle lead before repositioning it back to its original position. The patient was doing well postoperatively.

Manufacturer narrative:
It is indicated that the lead will not be returned for evaluation as it remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient attended the clinic for routine programming on (B)(6) 2019 and noted that she had experienced loss of stimulation two weeks prior. An x-ray was taken and confirmed the patient had lead migration. The patient underwent a revision procedure on (B)(6) 2019. The physician excised and exposed the paddle lead before repositioning it back to its original position. The patient was doing well postoperatively.